Manufacturer narrative:
The evoke cls was returned to saluda for analysis. The device passed functional testing with no anomalies identified. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including "inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had been implanted for 48 months and reported inadequate pain relief since implantation. The patient preferred to manage their pain with medication and the evoke scs had been switched off for the past 12 months. The evoke scs system was confirmed to be functioning as intended prior to the explant.